Manufacturer narrative:
Angina and restenosis, in the IFU are known adverse events, although dyspnea, elevated cardiac enzymes and hospitalization are not addressed in the IFU, are listed in the no-fault risk assessment in addition to angina and restenosis, as potential post-procedure complications. The angina, dyspnea and elevated cardiac enzymes were likely secondary effects of the restenosis. Although, there does not appear to be any indication of a product quality deficiency, a definitive cause for the pt effects, and the relationship to the product, if any, cannot be determined. The second xience v stent mentioned is being filed under this MFR #.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2009, and during the procedure, a 2.5 x 28mm xience v stent and a 2.5 x 15 mm xience v stent were both deployed in the proximal circumflex lesion. There were no pt or product issues noted at the time of the procedure. However, nine months later, the pt returned with unstable angina and dyspnea. Diagnostic coronary angiography was done and revealed restenosis. Three days later, percutaneous coronary intervention (pci) was performed on the target lesion to treat the restenosis. Cardiac enzyme testing revealed elevated cardiac enzymes; however, it was reported that there was no indication of a myocardial infarction (mi). No additional event or pt info available.